Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377745, lot# v002490, implanted: (B)(6) 2006, product type lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported there was a loss of stimulation even though the patient programmer and recharger showed the stimulation was on. The patient was able to increase and decrease stimulation. It was noted the patient increased up to 10.1 volts and still felt nothing. No trauma/falls were reported. The indication for use is non-malignant pain. The patient reported that they were having problems with their therapy, and their healthcare provider decided to replace only the implantable neurostimulator (ins), and not the leads. The patient was told that their device will be checked at their next appointment. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.